Event description:
A trilogy evo, USA ventilator was returned to a third-party service center for service. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the trilogy evo, USA device at third-party service center, an error indicating the device software detected a large pressure drop between the monitor and outlet pressure sensors discovered in the event log. The device's machine flow sensor was replaced to address the issue. Additionally, the device's air inlet foam filter was replaced for service and the tubing-system pca -tubes was replaced due to contamination. The device's system board was replaced to address an evt_soft_power_fail1 error. The blower assembly was replaced to address an evt_presspair_err. The device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements